Event description:
It was reported that during a laparoscopic gastric bypass, the device delivered malformed staples in the middle of the staple line. A like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.